Event description:
The biomedical engineer (bme) reported that they went to reboot the cns for their pm, and when it came back up, the fan is running loudly and no video is being displayed to the monitor. He was able to put a spare cns in place and used the same dvi cables and the video is working with that cns, so it points to a failure on this cns tower. Youssef said there is a post code on the cns tower showing d6, which indicates there is an issue with the video board. Tech support (ts) let him know the best course of action is to send the cns in for repair. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they went to reboot the cns for their pm, and when it came back up, the fan is running loudly and no video is being displayed to the monitor. He was able to put a spare cns in place and used the same dvi cables and the video is working with that cns, so it points to a failure on this cns tower. Youssef said there is a post code on the cns tower showing d6, which indicates there is an issue with the video board. Tech support (ts) let him know the best course of action is to send the cns in for repair. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Bedside monitors 6000 series model: ni sn: ni.